Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. Analysis was unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. The insulin pump was received with cracked retainer, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated that the insulin pump would not accept the battery. Customer stated there was a crack at the back of the device where battery goes in. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.